Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the implant battery was only lasting 12-15 hours between charges. The patient reported he was told by the manufacturer representative (rep) in the beginning that the battery would last about a week between having to charge. It was reviewed how programmed parameters affect recharge interval. The patient had recently been reprogrammed or switched to a new group and had recently had the need to increase parameters. The patient had changed parameters because he was not getting pain relief. The patient reported his trial provided more relief that the permanent implant. The patient reported that the programming from the trial was carried over to the permanent implant, but he was not getting pain relief. The patient was active, and he was back to how he was before the got the trial pain wise. The patient reported the permanent implant was turned on (B)(6) 2019 and he met with the manufacturer representative (rep) about 2 days after having the therapy turned on for reprogramming because therapy was not working on two programs that the patient was using. The patient reported that he had noticed "certain readings that came up on the controller" but he couldn't remember what they were. The rep said that the readings indicated that something was not right about the implant. The patient noted that reprogramming did not help. The patient has tried increasing stimulation and switching between his group a,b,c but this hasn't resolved issue. The patient noted that he was told he should increase stimulation up to where he slightly feels it and then decrease to where he doesn't feel stimulation but that he should still get relief. The patient was redirected to their healthcare provider (hcp) to possible reprogramming for lack of relief/recharge interval calculation to see if patient¿s recharge interval is normal based on settings. No further complications were reported/anticipated.